Manufacturer narrative:
The customer's report that the tubing set separated and leaked from the check valve was confirmed. Visual inspection of the set noted separation at the engagement between the tubing and inlet of check valve components. No obvious damages or issues were observed with the check valve component. The separated tubing end was observed to be deformed with one side folded/pushed inwards along with being torn. Further inspection under magnification of the separated tubing end observed the tubing also had a tear along one side. The tubing was attempted to be connected to the check valve inlet and was unable to be fully inserted into the tubing, however; the components could not be securely attached. The cause of the leak was due to the obvious set separation. The root cause of the separation was identified as due to a misassembly of the set during its manufacturing process.

Event description:
It was reported that during priming in preparation of a sodium chloride 0.9% 250ml infusion, the tubing set separated and leaked from the check valve. The nurse was attempting to hang new 3-port IV tubing for medication replacement and the IV fluids were leaking from the tubing, which eventually came apart at the white circular site. As this was during the priming of the tubing, there was no pump/channel involved in the event. It was further reported there were no adverse effects to the adult patient or to any staff members.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. The customer stated the patient was an adult patient.

Event description:
It was reported that the tubing set separated and leaked from the check valve during priming in preparation of a sodium chloride 0.9% 250ml infusion. The customer further stated that there were no adverse effects caused to the adult patient from the event.